Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3 h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed the device and operation check was performed and no problems were found.

Event description:
It was reported by the customer that during clinical use, the external ECG input of cs300 intra-aortic balloon pump (iabp) was difficult to recognize. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.